Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance troubleshooting a fiber optic sensor module failure. The unit was swapped out to continue therapy. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. There was no patient harm. Getinge representative assisted to change out the console. Customer successfully switched out the console and tagged the affected one for biomed. The device was not repaired. After doing 3 gfe we haven't received any information. As of now, the investigation is closed.

Event description:
N/a.